Event description:
It was reported that, "the insulative sheath on the es active electrode split open and peeled back from the distal end". There was no patient injury reported and the procedure was not altered.